Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2025, the patient experienced a skin reaction with rash, redness, inflammation, pimples and infection underneath sensor pod area only. The reaction was treated with flucloxacillin (oral antibiotic) prescribed via phone. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.